Event description:
Info received indicated the siderail would not latch in up position.

Manufacturer narrative:
The hill-rom tech replaced center arm assembly to resolve issue with siderail. The tech stated siderail had been broken due to abuse.